Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer's blood glucose (bg) was 550 mg/dl. A manual insulin injection was administered to address bg level. Customer loaded a new cartridge to resolve the issue.